Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the customer was able to charge the pump with one set of charging supplies however, the pump was unable to be charged with other supplies. There was no reported impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. Reportedly, the charging supplies were able to successfully charge another device. There was no reported impact to the customer¿s blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.